Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 35 mmol/l (630 mg/dl) while wearing the pod between 4 and 24 hours on the leg. The patient was treated with two boxes of dextrose and sliding scale insulin therapy. The patient was released after two nights at the hospital.